Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a davinci-assisted pancreatoduodenectomy surgical procedure the 8mm medium ¿ large clip applier instrument fastened three clips correctly, but did not want to close the fourth one. No fragment fell into the patient. A backup da vinci instrument of the same kind was used. The procedure was completed with no patient harm, adverse outcome or injury and with no delay. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed that the clip applier was movable at every stage of the clipping process. It closed the clip, but after that operation, it would not release the clip on one side, while on the other side it did release it. There was no unexpected movement. The issue was not related to unexpected motion of clip applier while attempting to clip.